Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. D2a: common device name. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and shocks in three different episodes of atrial fibrillation with rapid ventricular response. Therapy was exhausted in each episode. A boston scientific technical services consultant reviewed the episodes and recommended considering electrophysiological testing. Subsequently, this patient was hospitalized and a therapy upgrade procedure was performed to implant a cardiac resynchronization therapy defibrillator (crt-d). This device was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The f10 impact code was added to the report.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and shocks in three different episodes of atrial fibrillation with rapid ventricular response. Therapy was exhausted in each episode. A boston scientific technical services consultant reviewed the episodes and recommended considering electrophysiological testing. Subsequently, this patient was hospitalized and a therapy upgrade procedure was performed to implant a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and shocks in three different episodes of atrial fibrillation with rapid ventricular response. Therapy was exhausted in each episode. A boston scientific technical services consultant reviewed the episodes and recommended considering electrophysiological testing. Subsequently, this patient was hospitalized and a therapy upgrade procedure was performed to implant a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.